Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and after receiving the error 80 the unit was powered off for a few hours and once restarted the error was not reproduced. No repairs needed. Device underwent 2k pm. The circulation pump, mixing pump, heater and drain valves were replaced. Device passed applicable testing. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was checked to see if the device worked. After that the device stopped cooling and they could not do the calibration because it showed error 80, after turning off the device for a few hours it started working correctly again. The device was calibrated correctly and checked that the device was good. The circulation pump, mixing pump, heater and drain valves were replaced and the device was calibrated correctly. Preventive maintenance was performed correctly.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The reported issue was unconfirmed and not a manufacturing or supplier related failure, therefore DHR review not required. The reported event was unconfirmed, labeling/packaging review was not required. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was checked to see if the device worked. After that the device stopped cooling and they could not do the calibration because it showed error 80, after turning off the device for a few hours it started working correctly again. The device was calibrated correctly and checked that the device was good. The circulation pump, mixing pump, heater and drain valves were replaced and the device was calibrated correctly. Preventive maintenance was performed correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was checked to see if the device worked. After that the device stopped cooling and they could not do the calibration because it showed error 80, after turning off the device for a few hours it started working correctly again. The device was calibrated correctly and checked that the device was good. The circulation pump, mixing pump, heater and drain valves were replaced and the device was calibrated correctly. Preventive maintenance was performed correctly.